Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of sponge out of minicap was confirmed. The root cause was determined to be mishandling during distribution. A batch review was performed and found no issues related to the reported issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported to baxter (B)(4) that the betadine sponge was out of the minicap. This event was reported during patient use. There is no patient injury reported. A quantity of 12 was reported. This report is addressing 8 of 12.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.